Event description:
Reportedly, the date and time was invalid and the user interface remains frozen (no user action is possible).

Manufacturer narrative:
Field of the previous submission (initial submission) was erroneous (04 july 2017), the appropriate date was 09 august 2017.

Event description:
Reportedly, the date and time was invalid and the user interface remains frozen (no user action is possible).